Manufacturer narrative:
Additional suspects medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that prominence of the click anchors was noted and there was mild discomfort with palpation in this area. The patient also reported that the leads were too close to the skin and is causing problems. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The reason for the explant was inadequate stimulation. No device malfunction was suspected by the physician. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that prominence of the clik anchors was noted and there was mild discomfort with palpation in this area. The patient also reported that the leads were too close to the skin and is causing problems. The patient will undergo an explant procedure.